Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) internal report # (B)(4). Product not yet returned for evaluation. Most likely underlying root cause of malfunction: user had an inaccurate reference.

Event description:
Consumer reported complaint for low blood glucose test results. The customer is concerned with tests results from results obtained of 61 mg/dl. The customer's expected fasting blood glucose test result range is 90 - 100 mg/dl. Customer stated that she tests fasting. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored according to specification. The test strip lot manufacturer's expiration date is 04/30/2019 and open vial date is month of january 2017. Customer did not disclose any medications. Unable to contact customer at first call back on (B)(6) 2017; during the call on (B)(6) 2017, a back to back blood test was not performed by the customer and the meter memory was not reviewed as customer stated she had thrown the meter away. .